Event description:
Philips received a complaint on the v60 indicating that the customer could not be power down the device without removing alternating current (ac) and direct current (dc) power. The device automatically powers back on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer, confirmed all connections, and informed the customer that the manufacture recommends replacing the user interface (ui) printed circuit board assembly (pcba), front panel overlay, and power management (pm) pcba. The rse also suggested that the customer should swap the ui pcba with a known working device to determine if the cause was due to a faulty ui pcba or pm pcba. Investigation is ongoing

Manufacturer narrative:
E: reporter phone (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) swapped the ui pcba with a known working device, but the device had the same result. The bme then replaced the pm pcba, but the issue remained. The repair is still pending.

Manufacturer narrative:
Following the pm pcba and ui pcba replacements, the bme then replaced the central processing unit (cpu) printed circuit board assembly (pcba) and requested the purchased options from technical support. The rse provided the bme with the purchased options. Further case information regarding whether the option codes have been successfully installed/device has been repaired and returned to service is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.